Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer blood glucose at the time of incident was unknown. Customer did not report moisture damage. Troubleshoot was not performed. The insulin pump will be returned for analysis.